Event description:
It was reported to medtronic minimed that the customer experienced no com other device to software. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8060.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The user reported a connection issue with their medtronic cgm connected partner service on the inpen app. Investigation: inpen cloud team observed a screenshot highlighting the issue that was provided by the user. Cloud team advised that the user should disconnect and re-login to the medtronic cgm partner service. Likely root cause: the most likely root cause was an error/outage in carelink or inpen cloud that caused a connection issue with the user's carelink account and their inpen app. Analysis results: the screenshot provided by the user is consistent with a termination in the active connection between the user's carelink account and the inpen app. The most common reason this occurs is an outage or error in the cloud. If so, this is resolved by disconnecting and re-logging in to the affected partner service on the inpen app. Before this solution was provided to the user, the user informed customer support that they already resolved the issue on their own. Afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.